Manufacturer narrative:
The subject device is currently in the process of analysis.

Event description:
Boston scientific neurovascular became aware of an event in which whne the subject device waws advanced out of the introducer during preparation, the main coil fractured at the detachment gap. The pt suffered no clinical sequelae due to this event.